Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0xwvb, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported that they were not feeling stimulation. The therapy was not on. The therapy was turned on and the situation was resolved. The patient was able to turn stim on and felt it. Stim was turned down to 3.1 volts and reported that it was comfortable. The symptom reported was leaking since (B)(6) 2015. This was a sudden change in therapy/symptoms. The past couple of days, the patient had some leaking symptoms. She catheterized on (B)(6) 2015 and got 400 ml volume out. The patient was not trained to use the patient programmer device. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.